Manufacturer narrative:
Missing lot information has been requested from the complainant. The complainant indicated the lot number information was not available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 2.5 months after the dental implant was placed in ada site 7 in the mouth, the implant did not achieve integration in type iii bone. Clinician reports dehiscence, fenestration and poor hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Missing lot information has been requested from the complainant. The complainant indicated the lot number information was not available. Exemption number: e2015015. (B)(4).

Event description:
The clinician reported that almost 2.5 months after the dental implant was placed in ada site 7 in the mouth, the implant did not achieve integration in type iii bone. Clinician reports dehiscence, fenestration and poor hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).